Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although two different complaints were created, and the file numbers are the following: (B)(4).

Event description:
(B)(4) - it was reported by the consumer that the unspecified all-in-one commode right side seat was cracked near the seam. Additionally, it was alleged that it resulted in discomfort and red spots on the pt. Should we receive additional info regarding this event, this file will be reviewed, and a supplemental report will be filed.